Event description:
Per the clinic, the patient experienced swelling at the implant site, subsequent to sustaining a trauma to the abutment (date not reported). The patient was prescribed a 10-day course of keflex (dosage not reported). The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.